Event description:
It was reported that the patient previously had 20 seizures a day and went down to 17 seizures a day at 0.50 ma output current. When output was increased to 0.75 ma/ 1.0ma/ 1.25ma, the patient doubled in head drop seizures to 40-50 a day. Settings were lowered back down to 0.50 ma. It was noted that the patient did not have any medication changes that could have contributed to the increased seizures. No other relevant information has been received to date.